Event description:
During site closure the tip of the suture passer broke off. Under fluoroscopy the tip (3 mm diameter) was confirmed to be in the subcutaneous tissues. The md elected to leave the tip in place, as retrieval would require a larger incision and possibly damage the surrounding muscle tissue.what was the original intended procedure?laparoscopic sleeve gastrectomy.device #1is this a laboratory device or laboratory test?no.